Manufacturer narrative:
Indirect factor was improper training to 'free spin' the motor at the top of the rail by regional manager. This is not published protocol and while it is an acceptable redundancy to free spin the motor before running it onto the rail to ensure osg is not engaged, it is not included in the documented process when loading the carriage or completing an annual inspection. Contributing factor was regional manager not supervising employee during training session. The most likely underlying cause is improper hand position while loading the carriage. On 10/2/2018 while attending a senior executive meeting, the director of compliance become aware that an employee was involved in a MDR reportable incident.

Event description:
During a training session, an employee was at a customer's home with an experienced technician and their regional manager. The employee loaded the 130 carriage onto the rail and went to run the carriage up the racking with the remote. The employee's left hand was holding roller axle, and he was preparing to check that the osg was operating correctly. He grabbed the remote and depressed what he thought was the up button, instead was the down button. The carriage proceeded down pinching his finger between the axle and the exposed rail, severing his finger tip.